Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Functional and visual tests were performed, but the reported issue was not duplicated. No issues were found in the event history log (ehl). The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the delivery rate is deviating. There was patient involvement/no adverse event reported.